Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up in the clinic. During an in-clinic interrogation, it was observed that the right atrial lead exhibited reproducible atrial noise with far-field r-wave oversensing. Programming changes were made. There were no patient consequences.